Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient had experienced a weight fluctuation (decreased weight) and is experiencing pain at the ipg pocket site. As a result, surgical intervention may be undertaken to address the issue.